Event description:
It was reported tip damage occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was advanced inside the patient. The patient's atrial septum was tough and it was difficult to cross the atrial septum. A watchman laa closure device and delivery system (wds) was advanced inside the was and the closure device was deployed. The closure device was released and implanted in the patient. When the was was removed, it was noted that the tip of the was was damaged. There were no patient complications noted.